Manufacturer narrative:
The device was returned to zoll medical for evaluation and the compressor failure could not be duplicated. However, during disassembly of the system, there was fluid observed in the gas "out" fitting and debris in the tubing connected to the compressor transducer. As a result, the investigation concluded and attributed to fluid migration from an unknown source. The spm assembly was replaced since in was the primary concentration of the fluid. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown) in flight, the device displayed a "compressor failure - 1001" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.